Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during implant of a preloaded intraocular lens (iol), there was a 'twist of the implant'. A backup lens was used to complete the procedure. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The device was returned loose inside the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been fully advanced. The anterior of the plunger tip is bent downward, possibly due to method of return loose in a carton. The lens was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause cannot be determined. The lens was not returned in the device for an evaluation. The manufacturer internal reference number is: (B)(4).